Manufacturer narrative:
Concomitant products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 389033, lot# j0322149v, implanted: (B)(6) 2003, product type: lead. Product ID: 389033, lot# j0322149v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The patient reported he was charging their implantable neurostimulator (ins) too often. The patient was charging once a month and this was different than before. The patient had not been reprogrammed or switched to a new group. The patient had not increased parameters and no falls/trauma were reported. The patient was in prison for 10 months beginning in 2013 and was released in (B)(6) 2014. The patient had a previous overdischarged event on their ins. The patient was not able to have his recharging equipment while in prison. When he got out he had to slow charged. It was reviewed that charging once a month is not considered frequent. The patient noted that he was told that he would need a new ins soon. It was reviewed that the rechargeable batteries have a 9 year lifespan and he would see an elective replacement indicator (eri) message. The patient confirmed that he had not seen any message like that. There were no patient symptoms reported. The indication for use was failed back surgery syndrome. If additional information is received, a follow up report will be sent.